Event description:
It was reported that a battery depletion (bd) alert was recently declared by this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.